Manufacturer narrative:
Device remains implanted therefore will not be return for evaluation at this time. If additional information becomes available it will be provided on a supplemental report.

Event description:
Breakage of the gamma 3 nail at the entry of the femoral head screw without relevant trauma was reported. Status after osteosynthesis of a per-trochanteric fracture of the right femur on (B)(6) 2017. During the course probably no fracture healing and now fracture of the gamma3 nail at the entrance of the lag screw without relevant trauma. Presumably material overload in case of non-healed fracture.